Event description:
Caller alleged false positive troponin (tni) results. Results as follows: pt's chief complaint on arrival was rectal bleeding. It is unclear what the pt was admitted to the hosp for. Pt discharge date, medical history and current medications are unk. Customer is using a cutoff of 0.4. With a grey zone being 0.05 - 0.40. Customer requested sample be tested and is sending the sample back. F/u call with customer on (B)(6) 2012 revealed that the customer has been correlating well using the triage meter and is pleased with the precision and does not believe that the problem is the meter.

Manufacturer narrative:
Product support tested profiler lot 249575 with calibrator z (neg control), 2 normal whole blood (edta) donors, and calibrator h (pos control). Observations were for tni recovery. No false positive or high bias was observed with whole blood or neg control samples. Positive control sample recovered within mfg specs. Unable to rule out sample specific interference that is known to affect analyte recovery. Samples were received, but testing was not performed as the samples were misplaced. Further investigation will be performed if and when samples are found. No product deficiency was established. As of (B)(6) 2012, there is one complaint on profiler lot w49575.